Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported needle mechanism failure.

Event description:
It was reported by patient that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour.